Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy. On the first firing, the surgeon pressed the green and blue button but the device did not fire. To correct the issue, the surgeon replaced the reload and was able to fire successfully. No patient injury or extension in surgical time. Patient status is no problem.